Event description:
It was reported the stem package was opened and the plastic had black markings on it and it looked as if there was a hole in the bag. There was also wear on the bag. No additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4. G3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified damage to the sterile packaging (pouch). Evaluation also confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Sterility has not been compromised. Reported event has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event for pouch damage can be attributed to transit damage. The root cause of the reported event for black debris is likely to be due to transit damage causing the porous coating to shed from the implant. A corrective action has been previously initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.